Event description:
A customer reported an issue with the touchscreen's responsiveness, as the pump screen was frozen and unresponsive to inputs, preventing interaction. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.